Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that etn set marked for etn pin extraction. Also sent iln universal pin extension set. It was sent from iln, and instead of sending the etn ext set sent the set of ext broken pins. Anesthetized patient and surgeon without material to extract the pin .surgery took long, opened sets and sets of material to try to find a solution that allowed the implant to be removed. Damaged parts belonging to other instruments. The product complaint (B)(4) was opened on (B)(6) 2022, for a damaged product. There is no further information. This report is for one (1)combined hammer 700g can be mounted f/35. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Health effect: clinical code (B)(4) used to capture -injury ((B)(4)). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.